Event description:
Ciba vision's sales rep called to report two corneal ulcers. This report is for the second patient. The patient was diagnosed with a corneal ulcer in her right eye and was treated with vigamox and refit into another ciba vision lens, the dailies. The first patient is not considered MDR reportable.

Manufacturer narrative:
There is no indication at this time of assessment regarding ulcer location, treatment modality, laboratory results and visual acuities. However, the event was reportedly resolved. Lot number is unknown, therefore no manufacturing investigation on lot could be performed. (B)(4) the actual place of manufacture could not be determined. (B)(4).